Manufacturer narrative:
Concomitant medical product(s): product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a user facility regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the pump tubing failed since day one after myelogram was done. The patient was having it replaced on an unknown date in 2020, and noted it was the second surgery. The patient noted their pump had a recall and was refused replacement of recalled pump when they "llp replaced tubing". It was noted the patient has been in severe pain since first surgery was done on an unknown date in 2019. The patient noted it was a ticking time bomb. Concomitant medical products included synthroid, pantoprazole, restoril, oxycodone, and a vitamin. The event date was (B)(6) 2019. No further complications were reported. See medwatch.